Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported there was a revision surgery to remove the device.

Event description:
It was reported that the device was removed due to infection with s. Aureus.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results. The reported event is considered as confirmed. A component of the device was removed due to an infection and returned to stryker. It was identified as the left fossa component. Follow-up with the sales representative revealed the infection was caused by staphylococcus aureus. Stryker¿s medical expert confirmed that the infection was not caused by the implant itself. As a result, this event does not meet the criteria for a formal complaint. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.